Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication screen was dark and pyxis unresponsive. The field service engineer tested the drawers in hta, and no problems were found. The power was checked, settings were saved, and it was ensured that they were all set to 'never.' The station was restarted. Then, the pharmacy tested in the main app, and everything was okay. The settings and the recovery room, which may have had a similar issue, were also checked. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system that the medication screen was dark and pyxis unresponsive. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.